Event description:
Pt had revision of a failed austin moore on 6/5/97 which well. On 6/12/97 nursing noted left leg shorter than right leg. X-ray revealed dislocated prosthesis, pt returned to or 6/12/97 for closed reduction.